Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error as a result of a motor encoder signal being out of phase.

Event description:
The customer reported that the insulin pump alarmed motor error. The customer stated that the device was exposed to magnetic resonance imaging. Troubleshooting was performed. Ran a displacement test and the insulin pump failed the displacement test. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.